Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri two years following implant. The device did not meet the physician's longevity expectations.